Event description:
It was reported that the insulin pump alarmed failed battery alarm after a reinsertion of the battery. The customer stated that the insulin pump had a software error, which was found in the device's alarm history. She stated that the alarm had occurred during the priming process. She did not know the blood glucose reading. She was able to rewind the insulin pump during troubleshooting and was advised to monitor the device. She was also advised that if she received any recurring alarms, the device would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.